Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's oxygen flow was too low. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor failure" message. The customer reported that the v60 ventilator had an error message for an oxygen flow that was too low. After replacing the model lung, it was reported that the tidal volume could not rise to 100; however, when the manually blocking the leaking pipeline on the model lung, the tidal volume would increase. It was reported that the attempt to raise the tidal volume resulted in an error message (co2 inhalation failure). Onsite service was required for further service. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the low oxygen flow was determined to be caused by a faulty pressure sensor. The responder then reported that the device was working normally after being restarted. No parts were replaced.